Event description:
Initial report: this non-serious spontaneous case report from another country, was reported by a physician to our local affiliate. This case involves a female pt who rec'd poly-l-lactic acid (sculptra) therapy. Treatment details were not specified. Relevant medical history and concomitant medication info were not mentioned. On an unk date, the pt developed nodules. It is unk of any corrective treatment was required. Event outcome is unk. The ptc (pharmaceutical technical complaint) was initiated. Reporter's causality assessment: not provided.